Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of concerns with high blood glucose levels. The customer's blood glucose at the time was over 600 mg/dl. The customer states he has been having high levels for some time now. The customer states he treats his high blood glucose with the insulin pump. Troubleshooting was conducted and a replacement infusion set is being sent to the customer. The insulin pump is not being returned.